Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in colombia, this was a case of a sapien 3 valve, in aortic position, by transfemoral approach. During the procedure, the sapien 3 valve embolized into the ventricle. A second sapien 3 kit was opened. A 29mm non-edwards surgical valve was implanted.

Event description:
As reported from our affiliates in colombia, this was a valve-in-valve case of a sapien 3 valve in a 29mm non-edwards surgical valve, in aortic position, by transfemoral approach. During the procedure, the sapien 3 valve embolized into the ventricle. A second sapien 3 kit was opened. As per medical opinion, the amount of calcium in the target area was not enough to fix the valve.

Manufacturer narrative:
Type of investigation, investigation findings corrected h6- investigation conclusions the device was not returned for evaluation. The complaint for valve embolization into ventricle was unable to be confirmed due to unavailability of relevant imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "it was a complex case of viv of an implant of edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. During procedure, in the first instance of the implant the sapien 3 valve embolized to the ventricle. A second kit of sapien 3 was opened." Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Due to insufficient information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.